Event description:
A tablet serial cable was returned due to damage caused by water flooding. An analysis was performed on the serial cable and it was determined that the tablet was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable db9 hood assembly. No further anomalies were identified during the analysis.